Event description:
This report is for use error - the care giver(cg) re-use of drain extension set. The customer contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice (hc) during use, during fill 1. During troubleshooting the cg stated they were using a drain extension for the third night. The baxter technical representative (tsr) explained that a new one should be used every night and they said that they had never been told that. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a use error - reuse of drain line was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.